Event description:
It was reported that when an asymptomatic patient presented in clinic for follow up, post-paced t-wave oversensing on ventricular channel was observed on a stored egm. Programming changes were made. Merlin at home transmission showed another non-sustained lead noise due to post-paced t-wave oversensing. Further programming changes were made.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. (B)(4).